Manufacturer narrative:
(B)(4). The device was serviced on site by a service technician. The root cause of alarm 82 was determined to be a damaged printed circuit board (pcb) central processing unit (cpu). To correct the condition, the pcb cpu was replaced. The device was repaired and restored to working condition. If any additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Baxter customer service received a report from the hospital that a flogard device alarmed 82. No patient injury was reported.